Event description:
This is a solicited case report received from a consumer in united states on (B)(6) 2014 which refers to herself, a (B)(6)-year-old female consumer who was involved in a active online listening, study number: (B)(6). Study description: essure® generic active online listening. In 2012 the consumer had fallopian tube occlusion insert (essure) inserted. On an unspecified date the coil perforated consumer's fallopian tube and her uterus. She was diagnosed with the migrating coil in the first week of (B)(6) 2014 and in the first week of (B)(6) 2014 she had to have a hysterectomy (uterus, tube and cervix). She has been on an "emotional roller coaster" through this all. The surgery went well but she started to bleed. Her vaginal cuff was restitched and she was doing a lot better. Follow up (B)(6) 2014: no new information was provided. Case closed. Ptc investigation result received on (B)(6) 2014. Ptc global number (B)(6). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. Post procedural bleeding may occur following or during any surgical procedure. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this solicited case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and essure coil perforated her fallopian tube and her uterus. A hysterectomy was performed and the patient started to bleed after surgery. The first event, seen as uterine and fallopian tube perforation, is serious due medical importance and listed in the reference safety information for essure. The remaining event, interpreted as post procedural bleeding, is also serious but unlisted in the reference safety information for essure. Uterine perforation with essure may occur, most often during insertion. Post procedural bleeding may occur following or during any surgical procedure. In this case, the patient was diagnosed with device migration and one month later she underwent a hysterectomy. The surgery occurred well, but she started to bleed just after the procedure. She was restitched in vaginal cuff and recovered. Given the nature of perforation, the event is assessed as related to essure use. As the bleeding started after hysterectomy, it can be considered as a complication of the procedure. Considering that this surgery was performed due to perforation caused per essure micro-insert, causality between the post procedural bleeding and essure use is assessed as related. This case was regarded as incident (anticipated) since a intervention was required (surgery to remove essure coil and also hysterectomy). Complain sample had not returned to product technical analysis and no batch number was reported (without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible). According to analysis result, the reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit.